Manufacturer narrative:
The account found the side rail center arm is contaminated with a substance making it stick. The account removed the side rail latch and spring and cleaned the side rail latch assembly to resolve the issue.

Event description:
The account alleged the side rail is not latching. No pt impact.